Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating upper left where it tilts the weld is broke; the chair will not tilt back farther then 35 degrees.